Event description:
It was reported by the affiliate that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that post operatively, the surgeon noticed that one side of the jaw had dropped and fallen into the pt. A re-operation was performed.